Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose levels had dropped down to 22mg/dl and that her blood glucose readings were low for a couple of days. She stated that her blood glucose is typically low around 4 p.m. But in this incident, her levels were between 420 and 440 mg/dl. She did a set change twice and they were still high so she ended up giving herself a manual injection. Prior to the event, the customer stated that she had been cleaning her garage and exercising. No further information was provided.